Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user struck a metal bar at work, which snapped the luer connector and left a broken portion lodged in the ilet, interrupting insulin delivery until removal and replacement of the connector. Symptoms included no reported blood glucose issues. Outcomes included successful restoration of insulin delivery after the user removed the broken piece with pliers and attached a replacement connector. Investigation included remote troubleshooting and user guidance for safe removal and replacement of the connector. Investigation of this case revealed a mechanical break of the luer connector consistent with impact damage, with no device alarms reported and no effect on glycemic control once the connector was replaced. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.